Event description:
The customer reported the fluoroscopic image was grainy and unusable. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage, lemo, and camera cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.